Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the "extremely tortuous" right coronary artery (rca). The physician was attempting to cross the 90% stenosed, calcified lesion with a 3.5x24mm taxus express2 drug eluting stent (des) but was unable. When the taxus express2 stent delivery system was withdrawn into the guide catheter, of unknown MFR, the stent was noted to be "dilated". The procedure was completed using another device. There were no pt complications reported and the pt's condition was listed as "good".